Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was observed that the tips were not aligned. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, causing side to side misalignment of the grips. There was a .1780 offset at the tips. It was concluded that the damage to the grip was likely due to likely due to mishandling/misuse. Failure analysis investigation also found that the distal end of the main tube has scratch marks approximately 1.344 above the proximal clevis and main tube interface, exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments failure analysis investigation also found that the back idler pulleys exhibited a yellowish-orange residue on the surface. This residue caused friction during movement of the cables. The residue on the idler pulleys was likely due to improper cleaning during reprocessing. No other damage was found. The reprocessing instructions manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself in constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.